Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb.

Event description:
It was reported that the patient underwent a revision procedure wherein the lead was relocated to improve the coverage. The patient was doing well postoperatively.